Event description:
The customer reported the fluoroscopic image on the left "live" monitor was black. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related tot his event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation involved assessment of the monitor cables, connections and fuses. The system was tested and found to be working as intended and put back into service.